Event description:
The customer reported being hospitalized due to ketones and high blood glucose of 467 mg/dl. The customer was experiencing unexplained high glucose for a month. Troubleshooting was performed. Reviewed the alarm history and found that while the customer was in hospital the insulin pump lost all the memory, and the last entry was (B)(6) 2011. The customer also mentioned getting motor error alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.